Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The button error alarm, excessive no delivery alarm, battery out limit alarm, low battery alarm, reset by itself anomaly and lost sensor alarm could not be verified due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error, no delivery, battery out limit and weak battery. He also reported that the display went blank. The customer explained that he had a low battery alert; he changed the battery and when he tried to check his blood glucose level, the display went blank. The customer stated that the display returned after inserting a third battery. He then received a meter bg now and lost sensor alert. Blood glucose value at the time of the incident was 132 mg/dl. The customer stated that the device was not exposed to moisture. The device was replaced and returned for analysis.